Event description:
Caller reported an issue with touchscreen responsiveness. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.